Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an incomplete load alert. Subsequently, the customers blood glucose level was "high"; although specific value was not provided with moderate ketones. A manual correction injection was administered to address bg.